Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the cartridge, infusion set tubing and site. Upon loading the cartridge with 300 units of insulin, the customer received a minimum fill message. The customer successfully reloaded the cartridge. The customer's blood glucose (bg) level was 349 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer had used apidra insulin in the cartridge and was aware that it was not labeled for use with the pump.